Manufacturer narrative:
The returned device was evaluated. During inspection, the unit was found to be missing the battery bay door. It was also found that some led segments did not illuminate. Internal inspection indicated a damaged flex cable on the system board which prevented the leds from illuminating. Functional testing indicated the unit was unable to engage in monitoring activities. The system board was replaced, and the unit functioned as designed. A service history record review reveals that this unit was in the field for over two (2) years with no previous reported issues related to this reported event.

Event description:
The customer reported led segments do not illuminate. No consequences or impact to patient were reported.